Event description:
8/9/95 MRI performed. After the procedure, a burn was noted on the pt's back. Upon visual inspection of the MRI coil, the coil appeared defective and felt warm. The coil was returned to the MFR who advised that the part was defective.